Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy on (B)(6) 2020 and later the pc was displaying the message "replace generator'. To address the issue patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.